Event description:
It was reported that one device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511sd safety shield did not function properly during the procedure. As soon as the trocar was in the abdomen, the safety shiled did not come out. Another trocar was used to complete the case. There was no consequence to the pt.